Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that he received power error detected alarm. The customer¿s blood glucose level was 64 mg/dl at the time of incident. The customer was asked to monitor pump after reinserting new battery. The insulin pump will not be returned for analysis.